Event description:
A (B) (6) male with diabetes mellitus was implanted with a spectra malleable device on (B) (6) 2010. On (B) (6) 2010, the entire device was removed and replaced due to pt dissatisfaction-painful-pointed to left. No further info provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.